Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is stuck in the rewind process and alarmed compromised force system sensor. The customer's blood glucose reading was 527 mg/dl at the time of incident. Troubleshooting found that the customer is currently using their back up plan. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and unable to prime during the prime test due to loose protruded drive support disk. However, the insulin pump passed the operating currents test, self-test, a21 error test, displacement test. Unable to verify a33 alarm or perform the occlusion and no delivery tests due to motor error alarm. The insulin pump had cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, broken belt clip slot and minor scratched display window.